Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4) , ubd: 05-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that with their previous implant the lead went straight up and down on their spine and they had no problems, but ever since the new implant was put in that is not the case. Caller stated their sister noticed that the lead has a "loop in it and is going all the way over to the side" of their back and is not lined up with their spine anymore. Caller is wondering if it was "manipulated" during the surgery. The patient was redirected to their healthcare provider to further address the issue. Caller stated the surgeon that implanted the device was not a good doctor and they do not want to see them again.